Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient was in atrial fibrillation and atrial stimulation measurements could not be taken. With the atrial lead tested through the analyzer, adequate sensing parameters were observed. Once the device was connected to the lead, and the implant procedure had been completed, no atrial sensing signals or p-waves could be seen, and there was noise exhibited on the channel. Reprogramming of the device was unsuccessful, and so the decision was made to operate again. Several attempts were made to reposition the atrial lead, however good measurements were seen again with the analyzer, but not through the device. Finally, the decision was made to replace the implantable pulse generator (ipg), and the situation resolved. No patient complications have been reported as a result of this event.